Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote support service issue. A technical support specialist dialed into the station reinstalled remote support service agent 4.12 manually as per knowledge article - 000011447 (how to manually install rss agents & rss component manager). Rebooted the device, adjusted the device time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was stuck on a carefusion screen. The customer reported that the station was not allowing users to access anything, and the issue persisted even after rebooting the station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.